Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.